Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and was unable to clear it. Customer stated some of the buttons weren't responding such as the back button, down arrow, and escape button. Customer's blood glucose was 3.8 mmol/l, ate and drank something to bring it up. Customer didn't recall any significant event which may have caused the keypad or alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with no escape button response due to flattened button dome switch. No button error alarm noted during our testing. The insulin pump has minor scratched display window and cracked reservoir tube lip.